Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited chipped lens glue and chipped charged couple device cover lens glue. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the reported events could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.